Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a omega catheter with no stent. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The wire lumen was buckled 5.5cm from the tip. The balloon was bunched. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 83%, 5x2.78mm, eccentric, de novo stenosed target lesion was located in the moderately calcified, non-tortuous right coronary artery. Predilation was performed using a 3.0x20mm balloon catheter resulting in 46% stenosis. A 8x3.00 omega¿ stent was advance but failed to cross the lesion. The device was removed and it was noted the tip of the stent was deformed. The procedure was not completed. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 83%, 5x2.78mm, eccentric, de novo stenosed target lesion was located in the moderately calcified, non-tortuous right coronary artery. Predilation was performed using a 3.0x20mm balloon catheter resulting in 46% stenosis. A 8x3.00 omega¿ stent was advance but failed to cross the lesion. The device was removed and it was noted the tip of the stent was deformed. The procedure was not completed. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.